Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for repair with complaint that the pump exhibited delaminated downstream occlusion (dso) seal. No relevant events found in event log. No applicable service history found. Visual inspection found dso seal delaminating, upstream occlusion (uso) seal separating, and air detector damage. Complaint was confirmed. Replaced dso seal, uso seal and air detector. Device passed testing criteria post repair.

Event description:
It was reported that the pump exhibited delaminated downstream occlusion seal. The event happened during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.